Manufacturer narrative:
Sample has been received by MFR but investigation is incomplete at time of this report. A follow up report will be sent when investigation is complete.

Event description:
The event is reported as: complaint alleges that while suctioning a pt, the nurse felt resistance at the end of the tube. Fearing a blockage, the nurse chose to reintubate the pt. She felt the same resistance. Examination of the tip of et tubes from the same lot # revealed a narrowing which created a feeling of resistance. No patient injury reported.